Manufacturer narrative:
Stryker sales account manager went to the account to discuss this issue with the nurse manager, and the nurse manager identified that she was not aware of any incident that had occurred. The nurse manager contacted several other staff members at the account during the visit and none of them had any awareness about the event either. Additionally, the sales account manager contacted the account several times following the visit and no further information was available. The reported event could not be confirmed.

Event description:
It was reported that hospital staff had removed the brake pedal from the bed, and patients tried to harm themselves on the remaining steel rod. No information regarding whether or not any injuries were sustained.

Event description:
It was reported that hospital staff had removed the brake pedal from the bed, and patients tried to harm themselves on the remaining steel rod. No information regarding whether or not any injuries were sustained.